Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) testing during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device failed psi testing was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor digital pot setting out of specification. The force sensor no tube requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.